Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 56-year-old female patient presenting with cardiomyopathy, scai shock stage a, with a history of known coronary artery disease (cad), diabetes mellitus, and renal insufficiency. After insertion, the care team reported a brief placement signal (ps) error followed by a brief controller error. The patient subsequently developed a hematoma at the right axillary access site. Patieent was taken to the operating room for washout of the site and placement of a drain. No additional information is available at this time, and the patient remains on support. The reported controller error and placement signal issue had no impact on the patient¿s hemodynamics. The reported hematoma requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Additional information about the device explant provided [explant date] in follow-up 1 was incomplete, as the patient¿s post-support status was inadvertently omitted. The information provided should have included the impella pump used for support was successfully explanted. At the time of removal, the patient survived and was subsequently transitioned to a durable left ventricular assist device. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
D3 (manufacturer fax) has been added as it was omitted from initial mw submitted. H3 (device evaluated by manufacturer?) Has been update. The pi was completed with the physical product returned. Access site adverse event/hematoma: the cause of the access site adverse event was not determined due to lack of clinical details, no product defect found during evaluation.